Manufacturer narrative:
An event of aortic regurgitation, dyspnea, and left arm pain was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2010, a 21mm sjm trifecta valve was implanted. On (B)(6) 2020, the patient presented to the hospital due to insufficiency following dyspnea and pain in the left arm. Diuretics were give due to aortic regurgitation. The patient was discharged on (B)(6) 2020. The valve remains implanted and the patient was reported to be in stable condition.